Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7076551.

Event description:
It was reported that during a routine reprogramming session high impedances were observed on one of the leads of the spinal cord stimulator (scs) system. There were no reports of the patient experiencing any stimulation affects due to the high impedances, therefore reprogramming was completed. It was then indicated that high impedances were found on both leads, causing the patient to experiencing inadequate stimulation. The patient underwent a revision procedure in which the two leads were replaced, and is doing well post operatively. The leads will not be returned as they were disposed of by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that during a routine reprogramming session high impedances were observed on one of the leads of the spinal cord stimulator (scs) system. There were no reports of the patient experiencing any stimulation affects due to the high impedances, therefore reprogramming was completed. It was then indicated that high impedances were found on both leads, causing the patient to experiencing inadequate stimulation. The patient underwent a revision procedure in which the two leads were replaced, and is doing well post operatively. The leads will not be returned as they were disposed of by the facility.